Event description:
It was reported that a patient experienced cardiac arrest and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the cardiac arrest was unknown. The patient was not hospitalized prior to passing away, but was taken to the emergency room of the hospital on the date of the event leading to death. Treatment for the cardiac arrest event was not reported. Dianeal therapies were ongoing up until the time of death. It was reported that therapies were being performed at the time of death, but it was unknown if the patient was connected to the baxter healthcare homechoice device or using baxter healthcare solution(s) at the time of death. The cause of death was reported to be gastrointestinal bleed and cardiac arrest and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in july 2013. The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A device history record review revealed no issues that could have caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.